Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed and reproduced the reported symptom caused by loose link screws. The link screws were replaced.

Event description:
It was reported that a spectrum pump did not recognize a closed door. It was also reported that there was no pt injury.